Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It reported that the instrument is missing one ball bearing. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned item found it to exhibit signs of repeated use and have both of components 42527991001 and 42527991002 disassembled / missing from the device. The components were not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. This complaint can be confirmed based on returned device with missing bearings. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h4, h6, h9 and h11.

Event description:
No further event information is available at the time of this report.